Event description:
Paramedics used the device to administer external pacing to a pt (pt details not reported). The device allegedly displayed a connect electrodes message and pacing stopped. The pt's outcome was not reported.